Event description:
Customer reported IV tubing broke and normal saline spilled over pump. Reported "the IV tubing ripped in the part that goes into the IV pump, the IV pump continued to infuse. The patient was being wheeled to x-ray with the pump trailing and saline started to pour out onto the patient and all over the pump." Event occurred in the emergency department. There was no patient harm reported and no medical intervention was required. Customer did not provide additional event or patient information.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.